Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
A 6f pacel bipolar pacing catheter installed via right femoral arteriotomy during a tavi procedure. It was reported to have perforated the right ventricle of the patient during withdrawal, leading to circulatory failure, collapse, and hemopericardia tamponade. An emergency drain was placed with a favorable outcome.